Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h6 (clinical & impact codes), h11. Additional information has been received as follows: 1. Was the device in contact with the patient? There was patient contact but no patient injury. 2. Discovery date: 3-dec-2024.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the clinician was concerned with the internal component screw in the torque knob of the mayfield modified skull clamp (a1059) which had loss of pressure from 70 to zero.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation of the returned unit was unable to duplicate slippage. When the clamp is properly positioned and put under pressure, it did not move. However, the evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.